Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip embolization requiring snaring. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip was advanced to and positioned on the mitral valve. Imaging was challenging due to shadowing from the posterior annulus. During the deployment process, following establishment of final arm angle (efaa) and during retraction of the actuator knob, the clip popped off the valve and embolized. The clip was snared and successfully removed from the patient. The procedure concluded with mr remaining 3-4. There was no patient sequela. Although this issue caused a delay in the procedure, the delay did not result in an adverse patient effect. No additional information was provided.

Manufacturer narrative:
All information was investigated, and the reported expulsion and poor image resolution could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported clip expulsion appears to be related to the patient morphology/pathology (sickened calcified posterior annulus with restricted posterior leaflet). The poor image resolution was related to patient and procedural conditions as imaging was reported to be challenging due to shadowing from the posterior annulus. The reported embolism and mitral regurgitation appear to be a result of expulsion and therefore, related to procedural circumstances. Mitral regurgitation and embolism are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention for foreign body removal were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.